Event description:
A patient's blood glucose reading via diascan was 223. Patient was unresponsive and was transported to hospital, where a blood test revealed a glucose reading of 900+device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: factory trained/authorized/owned service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: telemetry failure, none or unknown. Conclusion: device failure occurred and was related to event, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.